Event description:
It was reported that the patient presented to the emergency room (ER) with a driveline communication fault alarm after plugging their mobile power unit (mpu) into a lamp. After turning off the lamp, a no external power alarm occurred. Log file review found comm a faults starting at 8:39 am on (B)(6) 2022 that were not sustained long enough to cause a driveline communication fault alarm. The comm a faults continued intermittently throughout the day then progressed into driveline communication fault alarms at 12:52 am on (B)(6) 2022 after the no external power event. The patient was discharged but returned to the ER on (B)(6) 2022 when the alarm reoccurred. The controller and modular cable were exchanged and the patient was told to inform healthcare providers of any further alarms. The patient expressed concern for the age of their mpu so it was also exchanged as a preventative measure. System controller MFR#: 2916596-2022-11222.

Manufacturer narrative:
Serial number was requested but not provided. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
Section d4: serial number was requested but was not provided. Manufacturer's investigation conclusion: the reported event of no external power events was confirmed via analysis of the submitted log files. The log files contained approximately 5 days of data combined (03may2022 ¿ 08may2022 per the timestamp). No external power, power cable disconnect and low voltage hazard alarms activated on 08may2022 from 0:01:37 to 0:01:41 and from 0:53:07 to 0:53:11 due to losses of ac power while connected to the mobile power unit (mpu); the alarms resolved after ac power was restored each time. The system controller backup battery supplied power to the system and pump function was not affected during the losses of external power. The pump maintained a speed above the low speed limit throughout the log file. The mpu was not returned for evaluation. It was reported that the losses of ac power occurred due to the mpu being connected to a lamp and the lamp being turned off. The root cause of the reported event was determined to be a user error as the unit should have been connected to a wall ac electrical outlet that is dedicated to mobile power unit use to avoid losses of ac power. The heartmate 3 instructions for use states that ¿to avoid the risk of electric shock, plug the mobile power unit into a properly-tested ac electrical outlet that is dedicated to mobile power unit use. Do not use portable, multiple outlet (power strip) adapters or extension cords¿. Heartmate 3 instructions for use (rev. C) section 7, entitled ¿alarms and troubleshooting¿, and heartmate 3 patient handbook (rev. C) section 5, entitled ¿alarms and troubleshooting¿ covers all alarms (visual and audible), including the driveline communication fault, no external power, low voltage hazard, power cable disconnect alarm conditions, and the actions to take if the alarm cannot be resolved. The subsection entitled ¿what not to do: driveline and cables¿ describes checking the driveline cable for twisting, kinking, or bending which could cause damage to the wires inside, even if external damage is not visible. Damage to the driveline or cables could cause the left ventricular assist device to stop. Heartmate 3 instructions for use (IFU) (rev. C) section 3, entitled ¿powering the system¿, explains the various ways to power the heartmate 3 lvas, including how to properly use the mpu and the actions to take in the event of a power failure. This section also states that ¿to avoid the risk of electric shock, plug the mobile power unit into a properly-tested ac electrical outlet that is dedicated to mobile power unit use. Do not use portable, multiple outlet (power strip) adapters or extension cords¿. Heartmate 3 instructions for use (rev. C) section 8, entitled ¿equipment storage and care¿, and heartmate 3 patient handbook (rev. C) section 6, entitled ¿caring for equipment¿, explain how to properly care for the driveline cable, the system controller, and the system controller power cables. This section also instructs the user to check the driveline daily for signs of damage such as cuts, holes, and tears, and to call the hospital right away if the driveline is damaged. The driveline needs to be cleaned by gently wiping any dirt or grime using a towel with mild dish soap and warm water. The heartmate 3 patient handbook (rev. C) cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Device history records of the mobile power unit could not be reviewed as the serial number is unknown. No further information was provided. The manufacturer is closing the file on this event.